Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed an elective controller exchange and returned the device to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported controller malfunction was confirmed during visual inspection which revealed that port two (2) connector contained a broken pin. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. On september 09, 2010, the hw training materials, gr00038 & gr00039, were updated to include new verbiage clarifying proper mating procedures. The changes were released under co03474. Distribution of the changes took place in september 13, 2010. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient had an elective controller exchange. There is no reported impact or consequence to the patient for this event. No other information was provided.

Manufacturer narrative:
The site has indicated that the pump remains implanted; therefore it will not be returned. The controller has been received and is awaiting further analysis. The controller fails visual and functional testing as a result of a broken pin on the ps2 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. This failure is most likely due to a forced connection to the port causing the pin to break. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.